Event description:
It was reported, the pt is experiencing discomfort at the lead insertion site when stimulation is turned on. It was also reported, the pt wants stimulation coverage on his back. He is currently implanted for leg pain. The pt is requesting a scs system replacement. The pt was referred to a neurosurgeon for a paddle lead. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.